Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had optical sensor not compatible error message. The impella was not detected or recognized. The aic was exchanged. No patient harm has been reported.